Event description:
It was reported the pt with a history of rheumatic heart disease became symptomatic the past 2-3 months. Echo findings showed significant calcification. The valve was explanted and replaced with a valve from another MFR. The pt was reported to be stable. Additional info has been requested.